Manufacturer narrative:
Investigation summary received one (1) used ch-14 chemoclave vented bag spike for inspection. The filter vent was wetted out as received. The ch-14 was leak tested per product specifications. The reported complaint of air in the line can be confirmed due to the wetted-out filter. The probable cause of the wetted-out filter and subsequent leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. E1 - this complaint was received through: evermedical (B)(6).

Event description:
Event involved a chemoclave® vented bag spike where they reported that they found air go up from ch3034 during infusion. The stated that "there was no bleedback, no biohazard, but there was a chemo and no user facility medwatch." Only one (1) quantity was affected. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy as a result of this event.